Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon experienced more bleeding than usual with the device. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the surgeon experienced more bleeding than usual with the device. End tones were heard but bleeding was still noted. (B)(6) cc of blood was lost. The procedure was completed with the device. There was no patient injury.